Event description:
A tubal coagulation was completed using a monopolar grasping forceps and a valleylab electrosurgical generator. The pt returned to the hosp three (3) days later because of abdominal pain and apparent sepsis. An injury to the ileum was identified during exploratory celiotomy. The damage was repaired.